Manufacturer narrative:
This device was used for treatment, not diagnosis. Chang, q., et., al., (2011), bipolar hip arthroplasty, the journal of arthroplasty, 26 (8), 1455-1459 this report is for an unknown dynamic hip screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: chang, q., et., al., (2011), bipolar hip arthroplasty, the journal of arthroplasty, 26 (8), 1455-1459. This article compared hip arthroplasty with internal screw fixation in the repair of intertrochanteric fractures in elderly patients with osteoporosis. Between january 2003 and december 2006 a total of 112 patients of the 112 included patients, 70 received hip arthroplasty with a prosthesis specially designed for intertrochanteric fractures, and 42 underwent dynamic hip screw fixation (dhs). The average age for the dhs group is 83 years old. The complications are one patient had a dhs fixation failure that resulted in splitting of the femoral head and partial destruction of the acetabulum, another patient had an intertrochanteric fracture, five patients with fixation failures two of which underwent hip arthroplasty, and twelve death none of which were associated with the intertrochanteric fractures. This is report 1 of 1 for (B)(4).